Event description:
It was reported that the patient had a methicillin resistant staphylococcus aureus infection. The patient underwent an explant procedure.

Manufacturer narrative:
Exact date unknown, event occurred a week after the scs was implanted. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(4). Batch: 7014628.